Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager latch was not releasing. A field service engineer (fse) reported that the customer stated the door would not open. After logging into admin and running hardware test application, the door opened normally. The latch showed plane contacts, and hta continued to run without issues. Fse observed that the hasp was dragging along the bottom of the srm opening, so adjusted to be centered on the latch. The customer was then able to recover and access inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the smart remote manager latch was not releasing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.